Event description:
It was reported that the pole clamp was bent and will not loosen. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition. Functional testing confirmed the reported issue. The root cause of the reported issue was found to be a bent pole clamp. Pole clamp was replaced. UDI number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).